Event description:
Cook ireland reported for the customer, "two leads should be extracted, at lead one doctor pulled very hard, lead disintegrated and parts of the lead stayed in the body. During the procedure of extracting the lead two, blood pressure drops down. At this time the tip of the evolution and the tip of the evolution outer sheaths was at the point, were the damage was detected later at the open surgery. Surgeon thought the damage was caused by tip of evolution or tip of the outer sheath. I'm not sure if this is right, maybe the rest of the first lead was the reason for the damage. After thoracotomy the surgeon says that the vena cava superior, the right and the left subclavian vein were perforated. A vein graft for the svc was needed. After a seven hrs surgery pt was in firm conditions." Disintegrated parts of the leads appear to have remained in the pt. Add'l procedure: open surgery and placement of vein graft on svc. Adverse effects: damage to vena cava superior, the right and the left subclavian vein (were perforated). Pt was in a stable condition after 7 hr open surgery.

Manufacturer narrative:
(B)(4). According to this trackwise file, this product is not being returned for eval.